Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, patient experienced double / slanted vision, out of focus and fuzzy vision. Patient was dissatisfied with vision. The lens was exchanged with a non-company intraocular lens after the initial implant procedure. In the surgeons opinion product did not contribute to event. Clinical reason for explant was patient non-adaptive to multifocal iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. One half of the lens is crushed over a post in the lens case with a small piece still attached to the top of the post. The opposite half is cracked near the edge of the optic. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed, and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and resolution inspection could not be conducted due to extensive damage. Information was provided that the multifocal company, 19.5 diopter (1.5 extended depth of focus) lens was replaced with a non-company monofocal 19.5 diopter lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).